Manufacturer narrative:
Pump received missing segments/clear horizontal lines on the middle of lcd glass due to cracked zebra connector on lcd board. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump display screen is hard to see and the text is broken up. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.